Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The troubleshooting was performed for blank display. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that display is blank currently. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Active current measurement within specifications. No unexpected blank display anomaly. However, device received with high sleep current measurement due to corroded battery tube. Device received with cracked battery tube threads, fading serial number label and cracked case corner of belt clip rails.